Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion,), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that push handle cannot be retraced, making storage difficult. Also, during diagnostic check for malfunction done by fse it has been found that battery would not eject during attempt to remove it. After the fse cleaned the handle, it could be retracted and stored, resolving the issue. After cleaning the battery connection points it was found that battery could eject normally. Product passed all functional and safety tests per manufacturer specifications. O-ring, bunawas replaced for maintenance purposes.

Event description:
N/a.

Event description:
It was reported by the customer that during routine inspection the cardiosave hybrid intra aortic balloon pump (iabp) had console damage and battery difficult to remove. No patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.